Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since thursday, (B)(6) 2020, the patient was feeling uncomfortable stimulation all over and in her back. The patient was not sure how stimulation got turned on because she has not used the stimulator for about 3.5 years because since about 1.5 years after implant she could never get the correct settings to help her pain. The patient states no falls or trauma. The patient reported she did go to the hcp office on thursday because she has neuropathy in her legs, and they massaged her feet. Patient states they did not do anything above her feet. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.